Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that, two weeks post-implant of the lvad, the pt was experiencing sudden increase in power and flow. The hospital staff increased the pt's pump speed to 8600 rpm and the system displayed a "flow +++" indicating that the estimated flow fell outside the expected operational range. The pt had renal failure with angiotensin-converting enzyme (ace), the bilirubin levels increased and tricuspid regurgitation (tr) was observed on echo. The pt was treated with dobutamine which resolved the tr. The pt's creatine levels were noted to increase but went down two days later. A repeat echo showed no issues with the device and the inflow positioning was unremarkable. The pt was given two doses of norvasc and the pump speed was decreased to 8400 rpm. In terms of lab results and functional status, the pt was reportedly doing well at the pump speed of 8400 rpm. The surgeon had performed a ramp study up to 8800 rpm and had reportedly not seen a change in the left ventricle (lv). The manufacturer suggested that, if the pt and the pt's tr could tolerate further increase in pump speed, a ramp study could be performed to assess the heart and whether the lvad was effectively decompressing the lv. The surgeon had discontinued the after-load reduction medication and the pt appeared to be stable without any issues. Additional info submitted to the manufacturer indicated that the pt expired on (B)(6) 2012 due to an ischemic hemorrhagic stroke.

Manufacturer narrative:
The manufacturer is attempting to acquire info from the hospital regarding the product disposition. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.